Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the cable insulation is torn at donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the charger could not recognize the implantable neurostimulator (ins), the charger became hot, and charging did not proceed. It was noted that although it could be recognized rarely, recovery work was tried, but the numerical value of the battery level did not rise. The recharger reportedly ¿could be used without problems until the beginning of the year¿ when the device ¿suddenly became difficult to charge.¿ the patient¿s physician observed the cause of the charging difficulty to be ¿instrument malfunction.¿ it was noted that a decrease in quality of life (qol) was confirmed. The patient controller was replaced in an effort to troubleshoot the issue, but charging still could not be performed. The patient controller and recharger telemetry module (rtm) were both ultimately replaced as a result of the event and the issue was resolved. There were no surgical interventions planned or performed and the intractable chronic pain patient was alive with no injury at the time of report. No further complications were reported or anticipated. Additional information received reported that ¿charging took a long time, so the patient could not go out¿ and that this was the way in which the patient experienced a decreased qol. It was further reported the rtm did not find the ins many times, despite the battery being full. When the rtm found the ins sometimes, ¿it wasn¿t done recovery, heated up and charging didn¿t progress.¿ additional information received from a healthcare professional (hcp) reported the ¿recharger couldn¿t find inss.¿ it was stated that they were ¿sometimes found but couldn¿t be recharged¿ and ¿it¿s overheating when trying to recharge.¿ the anomaly appeared to have occurred through product use. There was no patient harm reported; there remained no complications reported or anticipated.